Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
D10: concomitants: 101-45-30 - 4.5mm drill bit 30mm 5256326; 170-32-03 - biolox delta femoral head 32mm od, +3.5mm 4982700; 180-65-25 - alteon 6.5mm screw, 25mm 4207442; 180-65-25 - alteon 6.5mm screw, 25mm s002218; 186-01-54 - integrip cc, cluster 54mm, g2 4466915; 188-00-07 - wedge plasma s/o sz 7 5485831. Pending investigation.

Event description:
As reported via legal documentation the patient had a left hip replacement on (B)(6) 2018. Approximately 4 years and 4 months after the initial procedure the patient had a left hip revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022: diagnosis: failed left hip replacement (failed cup/ liner). Findings: moderate damage to surrounding soft tissue. Moderate bone loss behind the cup due to osteolysis. Very stable reconstruction. Formal stem was stable and well fixed. Patient reversed from anesthesia and sent to pacu in stable condition.